Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-jul-2023, it was reported that on (B)(6) 2023, the patient's infusion set's tubing came apart at the tubing connector while it tangled on something. The site location was right side of patient's abdomen and the pump was located on the right side. The infusion had been used for second day and the other one for first day. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the blood glucose level of the patient was 82 mg/dl. No further information was available.